Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further investigation found damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found not abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have scratch marks/abrasions on the edge of both sides of the bipolar yaw pulley.

Event description:
It was reported that prior to the start (post-anesthesia) of a da vinci-assisted surgical procedure, fenestrated bipolar forceps (fbf) cable was found to be frayed. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed. No fragment fell inside the patient¿s anatomy. Post-operative tests like an x-ray or ultrasound performed were performed. The customer used a backup instrument to continue with the procedure.